Event description:
The customer reported via phone call that there was a delivery anomaly on the insulin pump. Customer also reported experiencing high blood glucose. Customer's blood glucose rose to 416 mg/dl. The customer also believed the insulin pump was not delivering enough insulin. Troubleshooting found the customer forgot to fill the cannula dead space after removing the introducer needle. It was also found the insulin pump passed a displacement test. The customer also reported a no delivery alarm occurring in the past. Customer stated they were able to treat for their blood glucose of 216 mg/dl this morning. The customer was no longer concerned about the delivery anomaly on the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.